Manufacturer narrative:
A ge service representative performed an on site investigation. Although the failure could not be duplicated the mainframe power supply and the generator interface circuit board were replaced as a proactive measure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 locked up and the collimator shut down. It was necessary to reinitialize the system to maintain operation creating delay. There was no adverse pt involvement reported. There was no pt info reported.